Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient mother that three infusion set was leaking from tubing due to which hyperglycemia occurs. High blood glucose level was 322 mg/dl. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01069- device 1 of 3. E1: patient city: (B)(6). Patient country: united states.